Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaq0375 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the catheter placement was smooth, yet there was resistance felt when withdrawing the guidewire. It was found that ¿lifting phenomenon¿ occurred when pulling out the guidewire at a slow and constant speed with the guidewire lengthened. The guidewire was found to have been bent through positioning under x-ray film, followed by multiple-time adjustments in vain. A new catheter was placed and operation was conducted normally.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed, and the cause appears to be use related. The stylet from what could be the implicated 5 fr d/l powerpicc was returned for investigation. It was observed that the coil wire was stretched over the core wire of the stylet. The elongation of the coils exposed the core wire. The distal tip of both the core wire and the coil wire were microscopically examined. The weld tip was not present and the cross sections were noted to be angled with respect to the axis of the wire, but flat with striations across a portion of the surface. The striated surface exhibited increased luster compared to the remainder of the cross section. These characteristics indicate that the stylet was inadvertently severed with a sharp instrument, and most likely occurred when the catheter was trimmed to length. The core wire extended 76.4cm from the black pull tab, which indicates that the stylet was cut 1mm to 1.6cm from the weld tip. The IFU states, ¿retract the stylet to well behind the point the catheter is to be cut. Using a sterile scalpel or scissors, carefully cut the catheter according to institutional policy if necessary. Caution: the stylet or stiffening wire needs to be well behind the point the catheter is to be cut. Never cut the stylet or stiffening wire.¿ the red hang tag on the stylet also states, ¿do not cut stylet ¿ withdraw stylet before trimming catheter¿. It appears that an attempt was made to follow the instructions since the cut was made so close to the weld tip. The stylet was not retracted far enough behind the point the catheter was cut.